Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump also had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump after the battery was replaced. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. Customer also stated there was a crack present on the reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.